Event description:
User of wheelchair lift alleges pt was loading onto the wheelchair lift's platform with their wheelchair at ground level using a remote control. When the user had the rear tires of wheelchair on the platform, the lift began to raise off the gorund, flipping pt out of their chair.